Event description:
It was reported that during a knee collateral ligament repair surgery, the twinfix ultra anchor¿s threads got deformed and it could not be implanted normally. A void was left in the patient and an additional hole had to be drilled. The procedure was successfully completed with a surgical delay greater than 30 minutes using a competitor back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the fractured anchor and suture strings. The distal tip of the anchor fractured off at the proximal end of the suture window and was held in place by the suture string. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states the visual inspection of the 3 images provided, concluded the device damage was caused by the application of improper/excessive force. Based on the information provided, a procedural vs user error was the case of the reported adverse event. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.